Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (1 cfu/endoscope) and coagulase-negative staphylococci (1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -suction channel: klebsiella pneumoniae, escherichia coli and stenotrophomonas maltophilia (the total is >100 cfu/100ml.) -air/water channel: stenotrophomonas maltophilia and morganella morganii (the total is 6 cfu/100ml.) -auxiliary channel: stenotrophomonas maltophilia, escherichia coli and klebsiella pneumoniae (the total is >100 cfu/100ml.) The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to correct "date received by manufacturer" in the MFR report #8010047-2021-09093 and provide additional information. According to additional information provided by olympus (B)(4), an (B)(4) administrative staff was informed and aware of a MDR reportable malfunction by a customer on (B)(6) 2021. Therefore, the correct "date received by manufacturer" in the initial report is (B)(6) 2021. In addition, the device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. There was a gap in the acoustic lens of the probe unit. The bending section rubber was worn. The universal cord was buckled. There was play in the angulation. The contact pins of the electrical connector were corroded. Six ultrasonic wires were broken. Olympus medical systems corp. (Omsc) investigated the reported event based on the information provided. Omsc confirmed the reprocessing method by the user facility, but could not confirm any obvious deviation from the instruction manual. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, omsc determined that it is unlikely that the microbiological testing was positive due to a device malfunction based on the following information. There were defects and deterioration on the surface of the device, but no defects were found in the suction channel, air/water channel, and auxiliary water channel where the bacteria were detected. The microbiological testing performed after reprocessing by (B)(4) collected samples from all channels, but the result of the testing was negative. In addition, at the user facility, the same or similar event as reported have occurred on the same device in the past. Omsc confirmed that the cause may be the device handling method, procedure, and usage environment of the user facility. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.